Event description:
It was reported to vyaire medical that the cable, dcar communication host case 15ft experienced a broken socket on cam module and a broken acquisition cable plug during patient use. The user attending health professional cancelled rest of the test needed by the patient. No harm is associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.